Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. The customer was instructed to revert to multiple daily injections as a temporary backup therapy. Tandem technical support arranged for a replacement pump with updated software.